Event description:
It was reported that all components were explanted due to an unknown reason. The explanted devices will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500 , model: sc-8336-50, (B)(6).